Manufacturer narrative:
The investigation is complete. Section h codes have been updated. The user stated the injury did not cause or contribute to the injury.

Event description:
It was reported that the bed exit did not alarm and a patient fell out of the bed and sustained a brain bleed. Upon further communication with the customer, it was identified that the device did not cause or contribute to the alleged injury.

Event description:
It was reported that the bed exit did not alarm and a patient fell out of the bed. It was further reported that the fall resulted in a brain bleed.

Event description:
It was reported that the bed exit did not alarm and a patient fell out of the bed. It was further reported that the fall resulted in a brain bleed.